Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display suddenly dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be torn from the ok to up button. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
(B)(4).